Manufacturer narrative:
Evaluation summary: the returned devices matched the report, but the reported event was not confirmed as a functional test was performed successfully. As the review of the DHR / inspection records as well as the dimensional and functional inspection revealed no discrepancies, we can exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it was in use for a longer time (since 2008) we suppose that it fulfilled its tasks as intended in previous surgeries. Reduced tension (clamping) force or other functional problems could not be verified during a functional test (under dry conditions). The reported failure could not be reproduced and the exact root cause of the reported event could not be determined. In rare cases it has been reported that complete insertion of the u-blade was hindered by dense bone or by bone chips in a lag screw groove. However, in this case no cause could be determined; according to the event description the patient bone was not hard. Nevertheless, the event may be linked to the design of the u-blade inserter. Initiated by a CAPA, and ecn for improvement of clamping force and ecn for improvement of clamping plate were raised to improve the design of the u-blade inserter in order to optimize the clamping force, especially under wet conditions. Activities concerning implementation of design change were concluded successfully. The manufacturing period of the u-blade inserter returned pre-dates implementation of the ecns. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions related to the reported event for the subject product. No non-conformity was identified.

Event description:
During gamma3 surgery, u-blade inserter slid on connector and it was not able to push the u-blade to the tip of the screw. The patient bone was not hard.

Event description:
During gamma3 surgery, u-blade inserter slid on connector and it was not able to push the u-blade to the tip of the screw. The patient bone was not hard.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.